Event description:
Tissue expander removed due to tissue necrosis. Pt had tissue expander placed with right mastectomy and reconstruction (expander) on 11/20/96. Pt will require home health nursing to assist with dressing changes of the right flap. Pt had add'l biopsies of right back (seborrheic keratosis) and left eyelid (intradermal nevus).